Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ileostomy takedown surgical procedure, the endoscope exhibited a movement issue and had a "directional rotation too loose (control collar)." Isi followed up with the initial reporter and obtained the following additional information: the robotic coordinator informed that the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not issue occur while the surgeon was attempting to manipulate instruments from the surgeon console. The image was not inverted. The endoscope moved freely with uncontrolled motion due to the rotation was too loose. The did not involve a reversed control on system arms. The movement was observed greater than intended. The instrument moved in the intended direction. The timing of the instrument movement was appropriate.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with the complaint and completed the device evaluation. The endoscope was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint of vision problem directional rotation too loose (control collar). The endoscope was placed through friction test to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing for evaluation and found with the endoscope adapter shaft bearing contributing to friction. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was also found with cosmetic damage. The cable integrated connector housing exhibited discoloration. The local button controls were not working properly. The endoscope failed the button functionality test due to enter button lamp.